Event description:
The patient received inappropriate hv shocks due to noise on the rv lead. No capture and low impedance was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.